Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead and a deformed fixation helix were observed. These damages require the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that these damages occurred due to forces applied during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture, undersensing and dislodgement. There was a significant amount of tissue in the helix so the lead could not be repositioned. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.